Event description:
It was reported that the leads had multiple contacts out and the patient was no longer getting adequate pain relief despite of optimizing the programs. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6), UDI#: (B)(4).